Manufacturer narrative:
Product analysis was unable to confirm the reported events related to fluid leak; however, product analysis confirmed pump malfunction. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm the reported allegation related to fluid loss; however, product analysis concluded that identified pump failed functional activation test could affect the functionality of the pump in resulting inflation and mechanical issues. Product analysis confirmed pump malfunction.

Event description:
It was reported that the patient is scheduled to undergo a revision procedure due to the device stopped working with an inflatable penile prosthesis (ipp). The ipp was explanted and a new ipp was implanted. There was no fluid leak, and a defective pump was observed. The patient is healing following the procedure.

Event description:
It was reported that the patient is scheduled to undergo a revision procedure due to the device stopped working with an inflatable penile prosthesis (ipp). The ipp was explanted and a new ipp was implanted. There was no fluid leak, and a defective pump was observed. The patient is healing following the procedure.